Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, air was in the patient line. The root cause of the complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Writer contacted the patient about the air in the line. The patient stated that there were no problems since then. He had not had to go to the clinic in regards to this issue. Writer advised customer to call baxter for any technical difficulties. There was no patient injury or medical intervention associated with this complaint.

Event description:
A customer contacted baxter's technical service center and reported that he had reconnected after finding air in patient line and was in the initial drain cycle on the homechoice (hc) unit at the time of the call. The technical service representative (tsr) assisted the home patient (hp) to end the setup and advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any significant supplemental information become available